Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
During use of a disposable pressure transducer (dpt), inaccurate arterial pressure values were noted on the patient monitor. It is unknown what the expected value was, but the value of 200mmhg was observed on the monitor. The dpt was zeroed before use. There was no information provided on whether the patient was treated based on the incorrect value. There was no occlusion, leakage or kink noted on the device. Patient demographic information requested but unavailable. No patient complications were reported.

Manufacturer narrative:
One dpt was returned for examination. The reported event of pressure measurement issue was confirmed. The dpt zeroed but did not sense pressure on a pressure monitor. Electrical testing showed that the input impedance met specification, but the output impedance was found to be out of specification. Continuity testing indicated that the #3 solder joint was not making contact with the outer pad. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Arterial pressure values are one indicator of multiple hemodynamic parameters that are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.